Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test was performed and failed due to an incomplete test. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. In addition, the probable cause of the transmitter error was found to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, a failed transmitter error was found in connection to the reported allegation. No injury or medical intervention was reported.